Manufacturer narrative:
Type of investigation code: (B)(4). Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected in the chin and jawline with juvéderm® volux¿. After a stomatological procedure (six weeks post-injection), patient developed swelling, inflammatory nodules and infection in the left part of the chin and jawline. Patient was treated with levofloxacin, hyaluronidase, ains, cefort, diprophos. Symptoms resolved.